Event description:
Pt with subarachnoid hemorrhage, treatment included aneurysm clipping and placement of ventriculostomy catheter. Second day postop while confused and agitated, the pt attempted to pull out ventriculostomy catheter. When the pt did this the catheter fractured at the scalp. Csf was flowing freely from the catheter. Catheter was removed by house staff and sent to risk mgmt at the time of the event pt was restrained, impulsive, agitated behavior requesting cigarettes.